Manufacturer narrative:
Unit properly connected with glucose sensor simulator. No weak signal alarm noted. Unit received with intermittent button response due to light moisture damage to keypad traces. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. No crack noted on lcd window. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump screen had either a scratch or a crack. Customer was not sure if pump bumped into something that cause damage. Customer's blood glucose was 267 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer also received assistance in connecting transmitter to insulin pump.